Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. However, pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 4 alarm and pump error 63 alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace on keypad assembly. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, throwing up, loss of appetite on (B)(6) 2019 with blood glucose level was 233 mg/dl. Customer stated the other blood glucose value was 400 mg/dl, 500 mg/dl. Customer also stated the insulin pump had multiple insulin pump error alarm. Customer stated they were able to clear the alarm and also able to rewind the insulin pump. The customer was treated with insulin pump. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.